Event description:
(B)(4). I came in for consult. I spoke with my dr about options and told her I'm allergic to everything. I told her I go to an allergist. She said you won't need to worry about anything with essure, lets do that procedure. She spoke about coils going into my tubes and was an easy, painless procedure that lasted 5 to 10 minutes. No labs were drawn or test down to see if I am allergic to coils. (B)(6) procedure day. At 1030 am "I was lorazepam" and a shot in my hip that was not told to me what it was. I was taken back into the waiting room to sit with my husband for 20 minutes longer. I was taken to anther room to sit and wait to be taken to their procedure room. My legs were put into stirrups and I was covered up with green sheets. I remember placing my hands next to hips on the end of the table to hold onto something. The dr said she needed to numb my cervix and she did six horrific times. I breathed through each stabbing needle. The dr commented on how well I was handling the procedure. I asked her why? She said most girl don't handle that part well. I just closed my eyes. She then used her scope and I felt the wire in my body. I remembered I could watch the screen to take my mind off the horrific pain I was going through. For the first tube a piece of skin was in the way and the coil couldn't go in. She had to remove the scope to get some mucus off it and went back it. The coil went right. I felt every single second of that coil slipping into my body and still feel it. The second coil my tube was wide open and easy to insert with no problem. We even spoken about the kind if scope they were using because I'm an endoscopy tech. I was just trying to keep my mind off the pain. The nurse wasn't sure of the name of the scope nor did the tech helping. The dr quickly changed the subject. The dr removed the wires and then scope from my body and wiped me up. When I stood up I felt very dizzy and faint. I was walked to another room. However, no one bothered to cover me up on my lower half while walking out the door in the hallway. I was taken into a room and was told to walk to a chair. I heard a door shut behind me. I was by myself alone in a room with mirrors. I looked down and blood was pouring down my legs and I felt faint. To my right about 3 feet was a sink I stumbled to that and was able to clean myself up by myself. I then turned to my left and walked another 4 feet to a chair to get my clothes on. By the time I was sitting I was hurting so badly I thought I was going to pass out. Another chair was sitting next me and I pulled that in front of me in case I passed out. I couldn't find a call button, there was no clock, no phone in the room, I have no idea how long I stayed in that room but it was for a long time. I looked at myself in the mirror and my face was white. When the nurse came back. She looked a bit concerned and didn't leave my side. She took my blood pressure but wouldn't tell what it was. I told her my back was hurting really, really bad and I was cramping in my stomach. She didn't even reply. She said it was time to go and I could see my husband. She told him to go get the car and pull up by the door and she walked me out. I got in my car and when she walked away I told my husband to get me home. When my husband got me he took me straight to the bathroom where I puked my guts out. I was in so much pain at this point. My husband called the office and they told him to give me my pain meds norco 235 every 4 hours and midol every 4 hours. I took those meds for 5 days straight. If I didn't take my meds I'd wake with severe pain and nausea. I have bled every day since then as well having sharp stabbing pains in my ovaries and bloating. On monday I called the office (B)(6) with such severe cramping I thought I was going to die. I was constipated and ended to speak to a nurse for advise. I called around 1040 am and no one bothered to call me back. Being an endoscopy tech I know what to do so I had my husband help me with a fleet enema that helped me considerably, five hours later no one had called me so I called the office to let them know they don't need to bother speaking to me and that I am upset. I took milk of magnesia for the next couple of days but nothing has helped with my constipation. I go to my family dr and get my allergy shots and tell them my situation and they tell me get dulcolax. This is (B)(6). After a few days I am finally starting to feel a little better with constipation this is (B)(6) at this point. I am having migraines, and I've been bleeding since (B)(6) and I'm tasting a metallic taste as of (B)(6).